Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned due to patient had chronic atrial fibrillation (af).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned due to patient had chronic atrial fibrillation (af).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.